Manufacturer narrative:
(B)(4). Conclusion: stent graft was implanted in a patient with a pre-operatively ruptured aneurysm.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. The neck was 1 to 1.5cm in length with anterior angulation. It was reported that the patient presented with a pre-operative abdominal aortic aneurysm rupture. After the endurant device was placed, the final angiogram showed a proximal type I endoleak. A proximal cuff was placed and the endoleak resolved. It was thought that the bifurcated stent graft slipped down during ballooning. After the procedure the patient had no urinary output and the foley catheter was replaced, but there was still no urine. The patient received four units of blood during the procedure and the anesthesia team thought that the patient was just ¿dry.¿ the patient did have 40cc of urinary output later that night and the doctor thought that the patient was in shock from the rupture. The patient was still on the ventilator the next morning. The physician noted that all other lab functions were improving. Creatinine went from .08 to 2.3, which the physician thought was due to the procedure and shock to the patient¿s body. It was noted that the event had been resolved and the patient was fine. Three days later it was noted that the increase in creatinine was caused by shock to the patient¿s body from having the ruptured abdominal aortic aneurysm. The patient¿s liver enzymes also went up and they were acidotic. The cuff reportedly did not cover the renal arteries. The patient was dehydrated. It was unknown if the increase in creatinine resolved and was 2.8; however, the patient was able to urinate. No additional clinical sequelae were reported.